Manufacturer narrative:
Results - evaluation of the returned unit found that the battery door is missing, one screw is missing from the back of case and the clear film over the battery diagram, inside the battery compartment, is peeling. The reported issue is not confirmed since the battery door was missing and therefore the unit could not be powered up. Additional testing used a control door, the unit powers up with new batteries, but does not sound. Note: instructions for use states: always close the battery door during storage to prevent damage. Store the alarm in a secure place so it will not be dropped or damaged. Do not use if: battery door is missing; battery door is damaged; alarm case is damaged; or alarm case is cracked. The posey sitter select is an electronic device. It may fail to work if subjected to severe shock, such as being dropped, or immersed in liquid. To reduce the risk of serious injury or death, test the alarm and sensor for proper operation prior to putting in service with a pt, and each time before leaving the pt unattended. If the alarm and/or sensor do not function properly, remove the alarm and sensor from service and replace them with a properly functioning alarm and/or sensor. (B)(4).

Event description:
Customer reported that the alarm powers on and works fine with all the modes, but when the alarm is set on voice and tone, the alarm turns off. The unit was tested with new batteries and a new sensor. No other damages reported on the alarm. No pt incident or injury was reported. Customer did not provide date when this occurred.